Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. An operative report was received for a pump system revision on (B)(6) 2018. The patient¿s pre-operative and post-operative diagnosis was failed back syndrome, degenerative disc disease, degenerative joint disease, and pump end of life. The operation performed included intrathecal pump removal and implant of a 20cc pump, revision of the pump pocket, a refill of the new pump with medications. As well as, implant of a new intrathecal pump catheter [however, the procedure notes indicated the existing catheter was re-attached to the new pump and did not indicate a new catheter was implanted], pump analysis and programming, and fluoroscopy. It was noted the patient had improved quality of life with the pump and the pump was at its end of life. The patient also had an abnormal pump-o-gram. The patient remained stable throughout the procedure. It was noted the pump pocket was entered and the existing pump was removed. The catheter was removed from the pump. There was free flow of cerebrospinal fluid (csf) from the catheter. It was also reported 2ccs were easily aspirated from the pump side port. The new pump was refilled with her new pump meds prior to insertion into the new pump pocket. The new pump was then purged and placed into the newly revised pocket after the catheter was attached. Aspiration of the side revealed clear csf flow of 2ccs. The pump was anchored within the pocket. The pump pocket was then irrigated multiple times with bacitracin solution. One gram of vancomycin was also used in the pump pocket. The wounds were then closed in multiple layers and the patient¿s pump was reprogrammed. A priming bolus was programmed and simple continuous infusion was set to dilaudid 4.8 mg/day. Dressings were applied to the patient¿s wound. The patient was brought to the post-operative area in stable condition and recovering well. The patient tolerated the entire procedure well and would be followed up in 10 days for a wound check. The patient was discharged in stable condition without complications. No further complications were reported or anticipated.